Event description:
It was reported that a patient underwent a trabeculectomy procedure on (B)(6) 2012 and suture was used. The surgeon reported that one day post operatively, the patient had no leaks. At the 5 week follow up, the suture had dissolved, but the tissue had not sealed and a leak was noted. A contact was used to treat the leak. The surgeon opines that the monofilament was so smooth that it actually cut through the tissue when the knot was tightened, leading to a leak.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly..